Event description:
Info received indicates the bed exit alarm is not working.

Manufacturer narrative:
The technician found the tape switch was causing the alarm to not activate when bed exit was set. The technician replaced the bed exit tape switch to repair the bed.